Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0605 showed no other similar product complaint(s) from this lot number.

Event description:
Groshong PICC line inserted using siterite®¿ & sherlock 3cg. It was stated that on insertion, during first flushing the clinician identified that the line was damaged internally and appeared to have a 'hole' in it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample comprised the catheter tubing from the distal end to just proximal of the 59cm depth marking. The connector was not returned for evaluation. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from near the 49cm and 31cm depth markings. Microscopic inspection of the leak sites revealed small longitudinally aligned splits. The splits occurred within longitudinally aligned depressions. Following longitudinal bisection of the sample in the vicinity of the proximal split, inspection of the inside surface revealed longitudinally aligned abrasion damage. The extensive abrasion features on the inside surface of the catheter was consistent with damage inflicted by the inlaid stylet. Such damage typically occurs if the stylet is manipulated or removal is attempted prior to wetting and /or if removal is attempted through a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.

Event description:
Groshong PICC line inserted using siterite® & sherlock 3cg. It was stated that on insertion, during first flushing the clinician identified that the line was damaged internally and appeared to have a 'hole' in it.